Event description:
It was reported that the insulin pump alarmed unexpected restart and experienced frequently no or intermittent response by button presses. The caller stated that the unexpected restart alarm was triggered and could not be confirmed after the insulin pump had been dropped into water. The caller reported that the downward button had a keypad anomaly during normal device use. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No reset anomaly could be verified due to the keypad anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, and a cracked case near the display window corners were noted during the visual inspection. Moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.